Event description:
An infant had mic-key button gastrostomy tube line that became detached. The tube appeared to be functioning without difficulty during the day. Tube was visualized and intact initially and two and a half hours later wet bedding was found and mic-key button was lying outside the patient's body on their stomach. Further exam of device found the bottom of the balloon was missing with jagged edge visible where the bottom of balloon detached.